Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter: the customer reports that when opening the bag, it appears that the bag was already cut. No pieces fell into the patient's cavity nor was the operative time extended.